Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. This device is included in medical device field correction notification, "difficulty in opening and removing spinous process clamps" ((B)(6) 2017). The revised instructions for use (IFU) were provided with the notification. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the retainer ring on the spine clamp came off the clamp during a training. There was no patient present when this issue was identified. No additional information was provided.